Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 196192031, work order (B)(4) was manufactured on 14 jun 2013. (B)(4) parts were manufactured per specification and all raw materials met specification. Expiry date 2018-06 there was no nc¿s associated with this batch. There were no deviations associated with this batch. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to fall and knee was unstable. Surgeon went in and upsized poly from a 10 mm to a 15 mm. Surgeon felt the knee was good and stable with the solution. Doi: (B)(6) 2013 dor: (B)(6) 2020 left knee.